Manufacturer narrative:
The sample is available for evaluation. Additional information regarding this incident has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
The clinician started the 20 gauge IV catheter and blood leaked heavily out of the adapter. The clinician believed there may be a crack or other defect in the hub.